Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reportednew customer survey states "I keeping reaching lost signal alert massage, I don¿t know how can figure out after on my notification but still losses signal keeping showing up "

Manufacturer narrative:
(B)(4). Initial reporter state - aa.